Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2014 with a subtrochanteric femur fracture nonunion. Approximately 3 months ago, the patient had a subtrochanteric femur fracture that was treated with a 4.5mm proximal femur plate. The plate broke between the 5.0mm cannulated locking screw hole and the most proximal 4.5/5.0mm combi hole. A revision surgery was performed on (B)(6) 2014. The hardware was removed and an 8.2mm adolescent lateral femoral nail was implanted. The procedure was successfully completed with no delays. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.